Event description:
It was reported during service at manufacturer facility that the battery was damaged and the weld between the top and bottom housing was cracked which can cause fluid to leak in and out of the device and cause a sterility breach. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.